Event description:
The manufacturer received information alleging a ventilator inoperable alarm occurred. There was no harm or injury reported. The manufacturer dispatched a field service engineer for evaluation and the customer¿s complaint was confirmed. The device¿s system board and display board needs to be replaced to address the issue.